Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing syncope and a shock. Upon review, a prolonged time to therapy was noted as a result of noise markers. Boston scientific technical services (ts) reviewed the available data and indicated that changes in amplitude during the ventricular fibrillation (vf) and noise markers contributed to the prolonged time to therapy. Technical services provided some programming changes for optimization. The physician decided to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) and implanting a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.